Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while preforming polypectomy during a laparoscopic gastrectomy, the thread broke when suturing the stomach wall where the polyp was resected. It was also reported that there were 2 out of 5 products had the same issue. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the opened samples noted two needles and two partial sutures. Both needles were bent near to the swage and near to the tip. One needle was received broken at the swage. The remaining needle had the swage collapsed inward. Upon microscopic inspection, instrument marks were observed near the break and collapsed site. One of the sutures had the missing swage attached to it. As no sealed samples were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.